Event description:
The customer obtained 400 mg/dl and 150mg/dl within 10 minutes on the accu-chek advantage system. No reported action taken based on the readings. No adverse event reported. New system sent to customer and return requested.